Manufacturer narrative:
This report is for an unknown 90mm lag screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Due to intra-operative events, device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure to repair a femur neck and mid-shaft femur fracture on (B)(6) 2016 due to an auto accident. The surgeon used a trochanteric fixation nail advance (tfna) set to treat both fractures. While the surgeon was inserting the lag screw and three pins into the patient¿s femoral neck, the lateral end of the screw was placed upside down, facing the wrong direction. The surgeon left the lag screw upside down inside the patient so as not to lose rotation of the femoral neck. The surgeon then placed the set screw in the nail to statically lock the screw into the nail and prevent any movement of the lag screw. The surgeon then removed a stabilization pin, while inserting the three other pins and obtained compression of the fractures. After the surgeon disconnected the insertion device from the lag screw, the compression was lost and the fractures separated. The surgeon then reconnected the lag screw to the insertion device, backed the set screw out, and reinserted the screw using the torque-limiting screwdriver. Compression was obtained for a second time. When disconnecting the insertion handle from the lag screw, the fractures separated again. The surgeon then chose to use bone graft in the fractures to stabilize and complete the surgery. A two (2) hour surgical delay was reported before the surgeon completed the procedure. There was no reported patient harm. Concomitant devices: set screw (part/lot unknown, quantity 1); insertion handle (part/lot unknown, quantity 1). This report is for an unknown 90mm lag screw. This is report 2 of 2 for (B)(4).